Event description:
A hospital reported, that an rt131 neonatal breathing circuit was leaking. They stated that the circuit was not passing the set-up test for the servo I ventilator.

Manufacturer narrative:
We are awaiting the return of the complaint device to complete our investigation.